Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right-mentor smooth round moderate profile 200cc saline breast implants, catalog number 3501630, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor smooth round moderate profile 200cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician upon examination and mammogram report left breast implant deflation. As a result patient scheduled for removal on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, additional information indicated that the patient had both implants removed with no replacement. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/28/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation: during evaluation of the sample some creases were observed in the anterior and posterior view, also an area of shell abrasion within crease was observed in the anterior view. Two (2) tears (a and b) were observed in the anterior view. The tear a measuring approximately 0.1 cm and the tear b was noted within crease, measuring 0.1 cm. Microscopic examination was performed in the tear a and no evidence of instrument damage was observed. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).